Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the hard to see the numbers on the insulin pump screen. The customer¿s blood glucose level was unknown. Customer stated that the unexplained no delivery alarms and back light was dim. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No back light anomaly, no excessive no delivery alarm, no missing segments or partial display anomaly and device passed the delivery accuracy test at 0.08720 inches noted. (B)(4).